Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose reading of 700 mg/dl. The customer was treated with intravenous saline and insulin and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the customer removed the cartridge outside of the load sequence. Tandem technical support educated the customer on proper load technique.